Event description:
It was reported that fluoroscopy revealed a clavicle crush of both the right ventricular (rv) and the right atrial (ra) lead resulting in an insulation breach. The rv and the ra lead both exhibit noise on the leads. The leads were capped and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).